Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening crack. Leak test was performed and found opening on diaphragm valve. A microscopic analysis was performed which identify opening crack. Based on the device analysis the final assessment is: a crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve. Additional, changed, and/or corrected data: b.5, d.7, d.10, g.1, g.3, h.3, h.6

Event description:
Device was explanted.